Manufacturer narrative:
Zoll medical corp has not received the mfc to cprd connector for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's multi-function cable adapter does not hold in place, making insufficient contact. Complainant indicated that there was no pt involvement in the reported malfunction.